Manufacturer narrative:
A used company cartridge was returned for this lot. The used company cartridge was microscopically examined. Inadequate viscoelastic was observed in the cartridge. Tip stress was observed. A long scrape mark was observed on the bottom of the nozzle (interior). The cartridge has evidence it was placed into a handpiece. The used cartridge was cleaned for further evaluation. Top coat dye stain was conducted. The cartridge met specification for the presence of top coat, disruption in the coating was observed at the scraped area on the bottom of the nozzle (interior). A photo was provided of the lens in the eye. A linear mark or material can be observed originating near the optic/haptic junction. No determination can be made from the photo. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. The returned used company cartridges had a scrape mark along the bottom of the nozzle. The reported foreign material may have been internal coating material from the damaged company nozzle. The removed material was not returned for evaluation. A non-qualified viscoelastic was indicated and there did not appear to be adequate viscoelastic in the used cartridge. Per the IFU(instructions for use): the company iol(intraocular lens) delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Company lens IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, more or less sticky deposit on the posterior surface of the implant after injection. Additional information has been requested. There are five medical device reports associated with this event. This report is third of five.